Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, not applicable. St. Jude medical crmd reliability laboratory failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode, which could cause the lead to exhibit high impedance.